Event description:
It was reported that the account experienced problems with the electrosurgical unit (esu/generator). Specifically, it was reported that when the unit was initially powered "on" the auto cut field displayed dashes. The account "recycled the power" but the dashes remained. So staff adjusted the wattage manually. Upon activation in a colonoscopy to remove a polyp, the clinician reported a power surge and more cautery than desired which resulted in a transmural burn. After the polypectomy, the pt complained of abdominal pain and had a high white blood cell (wbc) count. Therefore, the pt was admitted for observation and then sent home with antibiotics.

Manufacturer narrative:
A thorough eval on the returned esu was conducted. The unit's error log revealed user errors that indicate that incorrect buttons had been depressed when the generator was last powered "on". Also, the down arrow button in the cut field was intermittently found to be sticking when depressed. This sticking condition caused the cut wattage to unintentionally reduce to zero watts as indicated by the dash marks ("---") on the front display. It is undetermined when the button became inoperable as there was no report of this failure by the customer prior to the reported incident. Nevertheless, to address the issue, the front display was replaced. Additionally, the initial settings were found to be set as follows: cut field zero watts ("---"), effect 4 and the endocut feature was in the "off" mode. The coagulation settings were forced 25 watts, bipolar at 20 watts, and soft coag at 65 watts. The account indicated that they intended to have the endocut mode "on." It is quite possible that the errors indicating incorrect buttons being depressed and the endocut feature being found in the "off" mode contributed to the undesirable tissue effect reported by the customer. After the repair, a technical safety check was performed on the unit to confirm that all features are functioning properly. The generator meets specifications (note: upon the service work, erbe's standard default settings of cut mode 200 watts, effect 3, endocut "on" were installed in the unit.). In addition, no anomalies were found in the device history record (DHR) of the involved device. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work is being offered with the involved medical staff. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.